Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer was failed and not detected on bus. A field service engineer released all pockets, inspected the drawer, reseated the ribbon cable, and adjusted the rear chassis as needed. I tightened hardware and made necessary adjustments. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. When the customer attempted to open drawer 3.1, an error appeared stating that the device was not detected on the bus. This drawer contained controlled substances that could not be accessed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.